Event description:
Reportable based on device analysis completed on 29mar2023. It was reported that balloon inflation failure occurred. The target lesion was located in the left anterior descending artery. After a 6f non-boston scientific (bsc) guide catheter was engaged, and a non-bsc guidewire was crossed the lesion, pre-dilation was performed with a 2x12 semi compliant balloon. A 2.5 x 24mm synergy stent was implanted. Following stent implantation, a 12mm x 2.50mm nc quantum apex balloon catheter was advanced for post dilation, but the balloon failed to inflate. The device was removed and replaced with a 2.5 x 12mm non-bsc balloon to complete the procedure. No patient complications were reported. However, returned device analysis revealed shaft detach.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The device was microscopically and visually examined. There was a separation of the hypotube at 68.7cm from the strain relief. The separated ends of the hypotube were oval shaped indicating that the device was kinked prior to separation. There was contrast in the inflation lumen and the balloon was loosely folded. From the separation, the distal end of the device was connected to a touhy and prepped with an inflation device filled with water to inflate the device. The balloon was able to be inflated to rated burst pressure, as well as deflate with no issues.